Event description:
It was reported that noise was observed on the rv lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of noise problem. Electrical tests performed on the lead indicated normal device characteristics. Physical examination did not observe any anomaly. The cause of the noise problem could not be determined.